Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that buttons of insulin pump were hard to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had no delivery alarm and battery life was diminished. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.